Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the packaging was half welded only.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: no packaging available and therefore an analysis is not possible but we assume, based on the information available the root cause of the failure is not packaging related. Rational: accoring to the quality standard and DHR files, a material defect or packaging defect can be excluded. Additionally according to the director of r&d packaging development, the implant is packaged in an inner and outer sterile packaging. Therefore there is the possibility that the inner sterile package was not damaged and the implant was sterile. However the implant should not be used according to the instructions for use. No CAPA is necessary.